Manufacturer narrative:
Analysis was able to confirm the reported error message, the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that both output connectors were contaminated and discolored, the keypad window has dots that will not come off, and one encoder nut was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code, during use. The epg was returned for service and su bsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.